Event description:
The event is reported as: complaint alleges: "the skin stapler cannot output clips during function test prior to use on a patient."

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.